Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump.